Event description:
It was reported the patient had a lead revision surgery on (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID 97740 lot#, serial# (B)(4). Implanted: explanted: product type: programmer, patient. Product ID: 9 7754 serial#(B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015(B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 39565-65, serial# (B)(4), implanted: 2015(B)(6); product type lead. Supplemental was sent to correct device information. The lead, lot # va0sm9d017, was not revised but was added after leads, (B)(4) were explanted.